Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: :there was not enough information to determine the mlurc. After several attempts manufacturer contacted customer on (B)(6) 2018 in a follow-up call: spoke with customer who states they can not talk at this time and will call back. Could not provide customer contact number and reference number to call back. Customer did not have anything to write with. Manufacturer contacted customer (several attempts) in a followup call in order to recover the product for investigation and to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for meter reading in wrong unit of measure: customer stated the meter is reading in mmol/l. Pharmacist is calling on behalf of the customer. Customer stated that they had purchased the trueresult meter at (B)(6) two years ago. Customer stated they had just purchased two vials of test strips. Pharmacist provided lot numbers and test strips are not part of recall. The last result in the meter memory is 7.3 mmol/l. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: result 1 : 7.3 mmol.